Manufacturer narrative:
The product referenced in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if additional information is received. A log review was conducted, which resulted in the following findings: the logs confirmed the customer attempted to use monopolar curved scissors (mcs) (part# 470179-19, lot/serial# (B)(4)) and fenestrated bipolar forceps (fbf) (part# 471205-17, lot/serial# (B)(4)) on (B)(6) 2022 with system sk4051. The logs also showed that both mcs and fbf were used successfully on (B)(6) 2022 with system sk4051. This usage of the instruments was after the reported event date, indicating that the instruments were used in a subsequent procedure. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: around time stamp of 40-55s, the arm pod displayed in the video does not indicate that the coagulation function on the fbf instrument was activated. However, it seems that, there might have been inadvertent delivery of energy from the fbf instrument during this time period. A conductive pathway may be created through heat transfer from the energized tissue or fluid in contact with the tissue. From this video alone, it was unable to determine the root cause of this issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the firing of mcs instrument caused thermal damage to an unintended tissue, which was being grasped by the fbf instrument. While there was no intervention was made on the affected tissue, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that when the monopolar curved scissors (mcs) instrument on arm 3 was activated, the mcs instrument caused thermal diffusion to unintended tissue, which was grasped by the fenestrated bipolar forceps (fbf) instrument on arm 1. The procedure was completed with no reported injury. Isi followed up with the site on (B)(6) 2022 and obtained the following additional information: the mcs was in contact with the tissue when the surgeon activated it. There was no arcing when the issue occurred. The mcs and fbf instruments were not too close and not in contact to each other when the issue occurred. The erbo vio dv integrated electrosurgical unit (iesu) was used. The grounding pad was placed properly on the patient. The grounding pad did not have any issue or defect. The customer saw some evaporation on the fascia, which was being grasped by the fbf. However, no intervention was performed, and no tissue was excised. The surgeon did not know the cause of the issue. The surgeon did not allege mcs and fbf malfunction. The mcs and fbf instruments will not be returned.